Manufacturer narrative:
.

Event description:
It was reported from article file titled "revision surgeries following vagus nerve stimulator implantation" that from the data used there were 5 reported infections between 2003 and 2009 in the USA. In the data set, there were five cases of this complication within the first 30 days after vns implantation. In this timeframe, follow-up data were obtained for 1234 to 1184 patients, leading to an incidence range of 0.41-0.42%. All five of these events occurred within the first 15 days after surgery. The following manufacturing report numbers house the 4 other infection cases: 1644487-2016-01757, 1644487-2016-01753, 1644487-2016-01754, 1644487-2016-01755. No additional relevant information has been obtained to date.